Event description:
It was reported that stent foreshortening occurred. The target lesion was a 70% stenosed left superficial femoral artery (sfa) with a dissection in the mid portion, and another 60%-70% lesion in the proximal portion. A 6x120x130mm innova vascular stent was advanced to the mid sfa lesion and was positioned nicely. As the physician deployed the stent, the proximal end of the stent foreshortened 20mm-30mm, barely covering the lesion. Then a 6x100x130 innova vascular stent was advanced to the proximal sfa lesion. Again, as it was deployed, the proximal end of the stent foreshortened by 40mm. The physician was not satisfied with the foreshortening. The stents were post dilated with a mustang balloon catheter and under ivus they had good vessel wall apposition. The procedure was completed with no complications.